Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an polaris loop stent was used during a ureteral stenting procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken along the shaft. The procedure was successfully completed with the use of another polaris loop stent, there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block f10; h6: problem code and device code 1069 captures the reportable event of stent broke. Block h10: a polaris loop was returned for analysis. A visual analysis of the returned device revealed that the stent shaft was detached. The suture string was not returned for analysis. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an polaris loop stent was used during a ureteral stenting procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken along the shaft. The procedure was successfully completed with the use of another polaris loop stent, there were no patient complications reported as a result of this event.